Event description:
It is reported that the pt has suffered "various physical injuries" as well as "severe shock to her nervous system, great physical pain and mental anguish, all of which may continue for an indefinite period of time in the future."

Manufacturer narrative:
Operative notes were rec'd from the primary tha procedure which note that the pt previously had full thickness cartilage loss down to the bone on the acetabulum side. X-rays were not rec'd to assess component fit and orientation. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitely determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the report problem. Based on the investigation, the need for corrective action is not indicated.